Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the hospital after experiencing difficulty charging the implantable pulse generator (ipg) wherein causing inadequate stimulation. The patients charger was replaced, and the charging issues have resolved.